Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6) hospital, (B)(6) hospital (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope exhibited blurry image when advancing the scope. The issue occurred during demonstration. There were no reports of patient involvement.